Event description:
An 18mm dilating balloon used in single channel scope to dilate pt in preparation for esophageal stent placement. Endoscopy nurse repeatedly warned physician and MFR's rep that this size balloon does not fit down a single channel scope. Physician placed balloon, delated pt and was not able to remove balloon from scope channel. He and the MFR's rep attempted to force it out by pulling and it became lodged within forceps channel of scope. Scope had to be sent out for repair. The pt had to be rescoped to complete procedure.